Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of a leak was confirmed but only when the microclave was almost completely unfastened from the female luer. Visual inspection showed no defects on the extension set or microclave. Tactile examination revealed that the microclave was received slightly unfastened from the female luer. Functional and pressure testing was performed; no leaks were noted. Testing was performed with the female luer slightly unfastened and no leak was noted. A leak was only able to be replicated when the female luer was almost completely unfastened. The root cause of the customer¿s report of a leak at the connection between the extension set and the microclave connector was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak between the connection of an IV set and a non-carefusion/bd connector during an unspecified infusion. Although requested additional information is not available; there was no patient harm.